Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 287mg/dl. The mother stated that her son's blood glucose was above 500mg/dl, and issues began last week. The mother mentioned that the device alarmed motor error during bolus delivery twice, and the doctors believe the issue is related with the insulin pump. Troubleshooting was performed. The device was not exposed to a high magnetic field. Assisted the caller to run the displacement test and passed. The mother did prime manually the insulin pump, and the motor alarm did not occurred. Advised the caller that the device would be replaced and revert to back up plan. The mother called back and reported that the customer has been admitted again and his blood glucose reading was 117mg/dl when he woke up. The customer ate breakfast, and then the device stopped functioning and alarmed motor error again. The customer's blood glucose went up to 317mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed error test, self test, off no power test, displacement, rewind, basic occlusion and excessive no delivery alarm test. Unable to prime during prime test due to faulty force sensor. Unable to complete functional test including occlusion test due to prime anomaly. Motor was tested outside the device and passed. No motor error alarm noted. The insulin pump was received with scratched lcd window.